Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device. Customer reported when the unit was connected from a dell computer to a monitor, the message ¿out of range¿ was displayed. Prior to the event, the system had been working all day. When the customer plugged in the digital visual interface (dvi) into the monitor, the serial digital interface (sdi) connector broke, causing no image. The sdi cable was replaced and it worked from the cv-190 to the monitor. However, there was no image displaying from the dvi. Tac believed that it seemed to be trying different resolutions from the computer and that it was not in range. Tac instructed the customer to use a different computer system, the image was working as necessary. Tac informed the customer that it appeared to be an issue with the resolution the computer was trying to push to the monitor that was not in the range the monitor could accept. The customer informed tac, that the computer currently connected would be used and the customer would attempt to change the output resolution on the other computer. Upon follow up with the customer, the customer confirmed the issue had been resolved as it was determined to have been caused by a bent pin on the dvi wires. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during a diagnostic esophagogastroduodenoscopy procedure, an ¿out of range¿ message displayed on the high-definition lcd monitor. There was no delay reported. The procedure was completed without recording images on provation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d8, h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.